Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. The current blood glucose value was 59 mg/dl. Customer was performed self test and it was passed. Customer was treated with food. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.